Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies. Final analysis of the catheter found a break occurred through both the strain relief shroud and catheter body distal to the pin connector¿s barb. The damage appeared to have happened from the outside in and resembled damage seen by a suture abrasion.

Event description:
It was reported that the patient was undergoing a pump replacement for normal battery depletion. The physician saw that the sutureless connector had become disconnected from the pump at the connector pin. It was reported that the catheter was capped, abandoned, or partially removed. At the time of report, the catheter was out-of-service and would be revised at a later date, though had not been scheduled. It was also noted that there had been black sentiment on the back of the pump and in the pocket on the patient's soft tissue. There were no patient symptoms or injuries related to the event. The device was delivering compounded and infumorph. About three weeks later, it was reported that both the pump and catheter had been explanted.

Manufacturer narrative:
Concomitant products: product ID 8703, lot# j94142171, implanted: (B)(6) 1994, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.